Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was displaying door open on the pendant when the gantry appeared to be closed. There was no patient involvement.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The systems inner door cover (left side) was slightly askew and rubbing up against the tube protection tray. This caused the door to not fully seat properly. Adjusted door and checked door switch gap. Gap was good, performed the invalidate home procedure and procedure was successful. Performed full checkout and returned system to customer for clinical workflow. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000202 bracket bot rt din kit svc o2 bi71000203 bracket top rt din kit svc o2 bi71000166 cable door sw assy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.